Manufacturer narrative:
The valve is to be returned for analysis but has not been received at the time of this report. A supplemental report will be filied if additional information is received or when the investigation is completed. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. From the available information, it appears that the device was removed due to a sizing error. Product return is still expected but has been delayed. A supplemental report will be filed if the device is returned for analysis and additional investigation.

Manufacturer narrative:
Evaluation: the valve was returned for analysis, enclosed in a small heat sealed pouch in the original product packaging box. The valve was visually inspected and appeared intact, with no evidence of damage such as cracks, breaks, or surface anomalies. The valve annulus diameter was verified at 22.15 mm. Conclusion: based on the reported information and analysis of the returned product, the cause of the sizing issue was due to technical error. Following analysis of the returned product, the device was considered acceptable.

Event description:
Medtronic received information that after implant of this 22mm mechanical heart valve, high gradient was noted, and there was a mismatch between the valve and the patient. The valve had been sutured down; the sutures were taken out and the valve was explanted and replaced with a 24mm version of the same device model. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.